Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the introducer insertion test was performed without difficulty or resistance. (B)(4)

Event description:
It was reported that the attempted right ventricular (rv) lead could not be passed into the sheath completely. Several different sheaths of different sizes were tried with the same result. A different lead of the same model was then implanted. No patient complications have been reported as a result of this event.